Event description:
Customer called to report a pressure dome leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report a blood leak. Customer stated the instrument displayed a red cell pump alarm. Upon muting the instrument and pressing pause, the system pressure dome came off of the transducer and caused a blood leak. Service order (B)(4) was created to service the instrument. Customer did not return the kit for investigation.

Manufacturer narrative:
Batch record review of lot b334 was conducted. There were no non conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for pressure dome leak were reported to date for this lot. No trends detected. Service order (B)(4) completed: service engineer found contamination under a pump and cleaned it; performed a chapter 7 checkout procedure and all pumps passed without recalibration. All performance checks were good. Repairs have returned this instrument to expected operation. All required documentation was given to the customer. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, no root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp (B)(4).